Manufacturer narrative:
The blood pressure monitor associated with this report was not returned to inspect the battery terminal. Should the monitor be returned at a later date, a supplemental report will be file to document the results of the investigation.

Event description:
Patient reported that their blood pressure monitor appears to have over heated, as the battery compartment is damaged.